Event description:
The customer reported that their device would not detect the defibrillation therapy cable assembly. This was detected during a daily device check and was not associated with patient use.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the quik-combo therapy cable assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed defibrillation therapy cable assembly was further evaluated in the failure analysis center and the cause of the reported failure was determined to due to the sternum wire being open at the connector strain relief.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the quik-combo therapy cable assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed defibrillation therapy cable assembly was further evaluated in the failure analysis center and the cause of the reported failure was determined to due to the sternum wire being open at the connector strain relief. The initial medwatch report should indicate: physio-control replaced the quik-combo therapy cable assembly for the customer. The removed quik-combo therapy cable assembly was returned to physio-control and further evaluated in the failure analysis center. The cause of the reported failure was determined to due to the sternum wire being open at the connector strain relief. The device itself was not returned to physio-control for evaluation.